Event description:
It was reported that the device gave a "high pressure" alarm after an infusion "cartridge" was attached. The reporter stated this occurred several times but could not confirm event dates. No adverse effects to patient. The reporter stated this issue occurred with their backup pump so no interruption in therapy occurred.